Event description:
While orthopedic surgeon was attempting to obtain bone biopsy, the trephine bone biopsy bit broke inside the patient. Surgeon was able to retrieve all pieces and confirm by x-ray there were no retained pieces.